Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used recommended charging cable, wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected to wall adapter for extended time, after which pump began charging, and then changed to a non-tandem charging cable while continuing to use tandem wall adapter; customer was advised not to use third-party charging supplies except for troubleshooting and acknowledged plan to receive replacement charging supplies, and no further assistance was required.